Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: extended opening, underweight, red particles in shell. A microscopic analysis was performed which identified; a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks, total delamination (100%) of orientation dot assessed as adhesive failure. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. Delamination of orientation dot assessed as adhesive failure. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported rupture and capsular contracture on the right side. The device was explanted.